Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a screw used on patient having p osterior lumbar fusion therapy for lumbar rupture fracture. It was reported that when the rod was being connected, the set screw of the product could not be installed. Considering the expansion of the screw tabs, it was replaced with a new product. The screw tab may had been bent and the product was not implanted, however, it had contact with the patient. The operation was completed successfully. There was no patient symptoms reported. There were no further complications reported regarding the event.